Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a sensor was inserted that appeared to be rolled up and shorter than usual and hard to remove. The customer's blood glucose level was unknown at the time of incident. Troubleshooting advised customer that the device would be replaced and to return the sensor for analysis.